Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Symptoms/ae: vessel dissection, limb pulse deficit, leg ischemia. Time of symptom/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic heart catheterization. Reportedly, after vessel closure, the patient complained of numbness and leg tingling. No treatment was provided. The patient was discharged to home. Six days later, the patient presented to the emergency room with difficulty ambulating, symptoms of leg ischemia and blue toes. Examination revealed diminished leg pulses. An angiogram was performed and revealed thrombus, an intimal flap dissection and a lesion 30mm in length distal to the sheath insertion and puncture site. A thrombolectomy was performed and a patch graft was implanted to repair the arterial dissection. No sutures involvement was reported. Though requested, no additional information was provided.